Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to the patient experiencing urethral pain. The balloon was removed and replaced with a lower pressure balloon. There were no additional patient complications reported.